Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer also stated that she was vomiting when she was admitted. The reported blood glucose reading was 499 mg/dl. Troubleshooting was performed, and no insulin exited the tubing during the prime test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.